Manufacturer narrative:
The calibration was last performed on (B)(6)2024 and it was acceptable. A general reagent issue can be excluded since the qc prior to the event was within the ranges. The alarm trace showed no abnormalities. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e2 reagent expiration date was not provided. The cobas e601 module serial number was (B)(6). Qc was acceptable on the day of the event. The field service engineer checked the instrument and did not find an issue. Precision studies were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys estradiol g3 (e2 iii) assay on a cobas 6000 e601 immunoassay analyzer when repeated on the same analyzer and also when compared to a different e601 immunoassay analyzer. Initial result: 1194 pg/ml. The nurse contacted the laboratory indicating that the result didn't match the patient's clinical picture. The sample was then repeated. 1st repeat result: 536 pg/ml (tested on another analyzer). 2nd repeat result: 562 pg/ml (tested on the same analyzer). The repeated results were deemed to be correct.